Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter in one piece. A visual examination for any shaft damage and also functionality of the device. Functional analysis was done by completing the aspiration testing of the device. Test results showed that the device did not meet procedure specification. Dissection of the catheter shaft showed that the aspiration lumen was occluded with a heavy thrombus burden. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
(B)(6) clinical study. Same case as MDR ID# 2134265-2016-08952. On (B)(6) 2016. The 100% stenosis target lesion was located in the right mid superficial femoral artery (sfa). The vessel diameter was 6 mm, with a length of 60 mm , classified as a tasc ii b lesion. The target lesion was initially treated with a xc 2.1/3.0 mm jetstream catheter. However, the catheter failed to aspirate. The catheter was exchanged for another xc 2.1/3.0 mm jetstream catheter which was used successfully for treatment of the target lesion. It was then noted an occlusion in the posterior tibial artery was observed by angioscopy, which was successfully treated with aspiration using a non-bsc thrombectomy device and poba using 5.0 mm x 80 mm non- bsc balloon, with 25% final residual stenosis. The subject was discharged on aspirin and clopidogrel.